Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with da vinci assisted sacrocolpoperineopexy, lysis of adhesions, placement of cath s/p and cystoscopy, due to cystocele, rectocele, intrinsic sphincter deficiency and perineocele and ics.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, infection and urinary/bowel problems. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and pelvicol were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.